Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that buttons were not responding and numbers increased on display screen during a bolus. Customer's blood glucose was 300 mg/dl which was corrected with insulin pen. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with no esc, act and up button response due to corroded keypad traces. No increasing numbers, ramping numbers on their own or scrolling bar moving anomaly noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no esc and act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.